Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed a black screen when powered on. A field service engineer tested the device by unplugging the drawers one at a time from the station cable until the system powered on. It was discovered that drawer had failed. The fse had replaced the drawer board and rebooted the device. The device was confirmed to be operational, and the customer successfully opened and inventoried multiple drawers to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was on black screen and was not turning on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.